Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis found that the device had no telemetry and no pacing output. The device developed high current drain while still in the sterile packaging. This depleted the battery, causing the device to lose telemetry and function. Further analysis determined the high current leakage was in an external holding capacitor.

Event description:
It was reported the device could not be interrogated prior to implant. The device was returned to the manufacturer in the sealed package, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.